Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/12/2014 with the following findings: during investigation, all the keypad buttons were unresponsive. The ok key contact was found to be damaged. Evidence of contamination was found under the contrast key contact and the keypad cover had been returned torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue with a misaligned key contact. This report is made based on results of investigation completed on 03/12/2014. There was no adverse event associated with this complaint.